Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. The patient had a history of intrathecal pump for chronic back pain and failed back syndrome. His catheter appeared to be disrupted on routine x-rays, and he was also due for replacement of his pump. Intrathecal catheter disruption and intrathecal pump battery depletion were included in the preoperative diagnosis. Catheter revision and intrathecal pump replacement were performed. The disruption of the catheter was noted at the proximal end of the catheter that was going into the thecal sac. Good cerebrospinal fluid (csf) flow was observed, and this was clamped off. Using a splicing kit, the two ends of the catheter were cleansed, trimmed, and connected up together. There was good flow distally from the proximal end of the catheter in the abdomen. The end was trimmed and hooked up to the new pump using a sutureless connection system.

Event description:
Additional information was received from a healthcare provider on 2017-jan-09. The patient first started experiencing the disrupted catheter on ¿(B)(6)¿. An x-ray showed a broken and buried catheter. This was called in as complaint. There were no symptoms documented in the chart. The cause stated to see the operative report.

Manufacturer narrative:
Updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.